Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced worn finger on complete pressure adjuster with tip replacement kit. Performed fms solo system rework for fms connect interface cable. The unit passed all diagnostic tests, functional tests, and is fully operational. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure, the fluid backed up into the fill chamber of a fms solo. The procedure was completed using a competitors device and there were no adverse consequences to the patient. It was reported that the procedure was extended a maximum of 10 minutes for the device changeover. The fill chamber was filling from the IV bag, and the customer reported they believe the tube set may have been set up improperly which resulted in the fill chamber filling. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.